Manufacturer narrative:
The customer called into olympus technical assistance center (tac) personnel to report her event. During the call, the customer confirmed that the lamp in the unit had over 300+ hours of use and she was not certain it was an olympus-approved lamp. Tac recommended changing to an olympus-approved lamp and resetting the lamp meter. The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that the lamp on her olympus evis exera iii xenon light source went out, and the unit switched over to the spare lamp, and began displaying error code e102. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of error e102 could not be determined. Three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device.